Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging films were returned to manufacturer, therefore cause of event cannot be determined.

Event description:
It was reported that the patient underwent plif at l3-l5 levels for the treatment of lcs on (B)(6) 2015. The patient complained of numbness from falling repeatedly post-op. The surgeon took x-ray to find that the cage at l4/5 backed out posteriorly so the patient underwent revision surgery on (B)(6) 2015. The surgeon commented that the event occurred due to the impact of falling over and over again. Patient complications were reported. At the revision surgery, the cage that backed out was removed and product from different manufacturer was inserted, and a screw was added at s1 and the fixation was extended up to s1. The patient status post-op is unknown.